Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Date of event and implant: estimated date. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effect(s) of myocardial infarction, stenosis, angina and ischemia are listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported through a research article identifying xience and other non-abbott stents that may be related to the following; myocardial infarction, re-hospitalization, angina, ischemia, and target lesion/vessel revascularization (repeat percutaneous intervention or bypass surgery of the target vessel performed for restenosis of the target lesion). Specific patient information is documented as unknown. Details are listed in the attached article, titled "clinical outcomes of coronary artery bifurcation disease patients underwent culotte two-stent technique: a single center experience".